Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unknown date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was not reported. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. On the same day this report was received and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.